Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported stent dislodgement was not confirmed, as the device was returned with the stent on the balloon. The stent was completely mangled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that as the device was advanced over the guide wire, inadvertent mishandling and/or interaction with other devices resulted in the noted stent damages (mangled). The reported shaft detachment occurred after the procedure likely due to handling or during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: it was reported that upon advancement of the xience xpedition 3.50 x 33 mm over the guide wire, the stent implant dislodged from the stent delivery balloon, still on the guide wire outside of the patient. There was no resistance felt upon advancement. Sometime afterward, the shaft separated, outside the body. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that upon advancement of the xience xpedition 3.50 x 33 mm over the guide wire, the stent implant dislodged from the stent delivery balloon. Reportedly, another device was used to complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.